Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and non-calcified subclavian vein. A 10.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The procedure was competed with another of the same device. No patient complications nor injuries reported.